Event description:
The device involved in this MDR report could not be interrogated after several external defibrillation shocks delivered. Physician returned the device to have access to recorded episodes, if available to determine whether pacemaker on an ICD should be implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.